Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro c-ring is bent and does not work properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed. The plastic tube with rib was observed to be intact, but was bent/crimped in two different locations. The c-ring was not transected. There were no missing components observed on the c-ring. The metal wire was observed to be intact. There were no other visual defects observed. A mechanical evaluation was conducted. The c-ring wire and tube were found functional and able to fully retract and advance with slight resistance. Based on the returned condition of the device and the evaluation results, the reported failure "material twisted/bent" was confirmed.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device not returned.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro c-ring is bent and does not work properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.